Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd legacy plus pump alarmed "no disposable" and would not run during infusion, and troubleshooting attempts were unsuccessful. The pump was removed from the patient with 11.2 ml of medication remaining, which was above 6% of the total reservoir volume. The patient was receiving 5-fu (fluorouracil) at a programmed rate of 2.2 ml/hour, and 88.85 ml had been delivered at the time of the event. There were patient involvement and no reported patient harm. The persistent alarm condition prevented continuation of the infusion and resulted in an interruption of therapy.